Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user repeatedly and inadvertently announced meals in short succession on the ilet bionic pancreas, which led to excess insulin delivery and low glucose events, and at other times did not announce meals; the user¿s caregiver also expressed concerns about the user¿s ability to follow ilet instructions and complete cartridge and infusion set changes. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of usage data and coaching on cartridge changes, meal announcements, and treatment of low glucose. Investigation of this case revealed use-related error associated with meal announcement behavior without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and training needs.